Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent audible alerts from the ilet related to both low and high glucose notifications that disrupted sleep, and the agent explained that these alarms are safety features that cannot be disabled while offering support to improve glucose management. Symptoms included episodes of low glucose and high glucose. Outcomes included user inconvenience and sleep disruption without injury, medical intervention, or hospitalization. Investigation included troubleshooting and education offered by support with no further actions taken because the user was in range at the time and declined assistance. Investigation of this case revealed no device malfunction, and the alerts operated as designed for glucose excursions, with the cause of the hyperglycemia and hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.